Manufacturer narrative:
The customer did not request for service to evaluate their au5800 clinical chemistry analyzer. Upon follow-up, the customer stated they replaced multiple ise (ion selective electrode) hardware to resolve the issue; however, they did not identify the specific parts. The customer confirmed their analyzer is no longer experiencing ise issues. The beckman coulter internal identifier for this report is case (B)(4).

Event description:
The customer reported generating high patient results for na (sodium), k (potassium) and cl (chloride) on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; thus, there was no change to patient treatment in association with this event. The customer was unwilling to provide any data.